Event description:
A facility reported that luer lok adaptor detached from the syringe during use and the needle went into the patient's eye. It was reported, "there were no immediate complications seen." Additional information was requested.

Manufacturer narrative:
The sample was not returned for evaluation. There were no remarks related to this complaint in the batch visual inspection record; all syringes are visually inspected, items with incompletely assembled luer lok adaptors are removed. No loose luer lok adaptors were found for this batch. A functionality test was performed on retention samples; retention samples met specifications. There have been no other complaints reported in this lot of product. The directions for use (dfu) for the proper way to assemble this product was reviewed with the facility. Additional information was requested on 10/31/2008 and 11/03/2008 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 11/24/2008.